Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that the pointer did not pass tests. One of the pointer shipped back to manufacturer for re-calibration.

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the pointer probe was non-functional. There was no patient involvment reported.